Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-94 alarm was not verified or duplicated. An f-67 (supply voltage of cpu circuitry is too low) alarm was identified during the alarm log review and functional testing. The cause of the condition was determined to be a damaged sensor board. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-94 (configuration option settings checksum is not 0) alarm. This occurred before use of the device. There was no patient involvement. No additional information is available.